Event description:
The two staff members had hooked up the clip sling to the floor lift and were starting to lift the resident from the chair. The resident was raised about 12 inches when staff noticed that one leg strap was slipping through the resident's legs, making the resident slide down. They lowered the resident back into the chair, removed the sling and used a different one. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. Add'l info will be provided following the conclusion of the MFR's investigation.